Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d8, g4, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been years since the subject device was manufactured. Based on the results of the investigation, the most likely cause of the forceps channel water leakage is some kind of stress such as damage or deterioration of parts. The occasional blackouts during angulation adjustment was most likely due to damage or deterioration of parts, environment problem such as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of both malfunctions is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.

Event description:
It was reported the bronchovideoscope had occasional blackouts during angulation adjustment. The issue occurred during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.